Event description:
It was reported that the user lost the ilet charging pad and the pump battery was at 18 percent, leading to concern that therapy would stop due to inability to charge. No reported symptoms. Outcomes included no hospitalization, and a goodwill replacement charger was arranged while the user was advised to contact their healthcare provider for dosing guidance and next steps because no backup therapy was available. Investigation included customer service troubleshooting and replacement logistics. Investigation of this case revealed loss of accessory power supply and user not reverting to alternative therapy, with no device malfunction or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user handling or loss of accessory rather than a device defect.